Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found at end-of-life (eol), two weeks post implant. The patient was not exposed to any radiation therapy or MRI. The patient was admitted to the hospital until device replacement.